Event description:
The doctor noticed that blood was leaking back through the diaphragm of the mullins transeptal sheath. He removed the device from the patient's body and replaced it with a new sheath. The patient was not harmed.====================== manufacturer response for catheter, sheath======================the company is still gathering data on the device. Too early for response.